Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon came off from the port during tepp surgery. The device was replaced with a new one. This issue occurred in 2 units during the same surgery. There was another unit which had had the same issue before.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 410944 weckvista access balloon port 10mmx70mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that the balloon was partially detached from the cannula at the proximal end. The observed damage indicates that the balloon was over-inflated. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Operational context caused or contributed to this event. The reported complaint of "balloon came off from port" was confirmed based upon the sample received. The device was returned with the balloon partially separated from the cannula at the proximal end. This damage is consistent with damage found when the balloon has been over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the balloon came off from the port during tepp surgery. The device was replaced with a new one. This issue occurred in 2 units during the same surgery. There was another unit which had had the same issue before.